Manufacturer narrative:
Initial and final MDR (B)(4)- "device" 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced an infusion set bent cannula event on (B)(6) 2026. The patient's blood glucose level was to 252 mg/dl. The patient replaced the infusion sets and was able to resume insulin successfully. No further information available.